Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy due to atrial driven rhythms. Three anti-tachycardia pacing (atp) bursts were reported to be delivered. In addition, low out of range shock lead impedances of less than 12.5 ohms were detected on a non-boston scientific right ventricular (rv) lead when a committed shock was delivered. Technical services (ts) was consulted and recommended a device and lead revision. Additional information stated that shock therapy was disabled and the patient was fitted with a life vest. In addition, a lead extraction was scheduled to address the non-boston scientific right ventricular (rv) lead. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.